Manufacturer narrative:
The device was not returned for analysis. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient developed pneumonia. The patient was admitted to the hospital and was treated with IV antibiotics. Nevro has attempted to obtain more information regarding the event; however, additional information was not provided.